Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming or red light, but the alarm would not function. The key failure was that the pilot valve was contaminated.